Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) could not verify the malfunction. The cse inspected the device, but replaced no parts related to the reported problem. The unit passed extended self testing.